Event description:
It was reported that the device was in back up vvi mode in 2009. During the explant procedure, the physician examined the rv lead and observed no high voltage impedance. The lead was capped.

Manufacturer narrative:
Na